Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported impella cp on a 55-year-old for support during an atrial fibrillation ablation. Upon completion of the case, and prior to removal of the pump, intermittent impella position in aorta alarms and intermittent impella position in ventricle alarms began. The cp was confirmed to be in proper position on fluro with appropriate flows of 3.7l/min on auto. The physician suspected that the optical sensor was damaged due to potential interaction of either the mapping or ablation catheters used in the case. The patient was unharmed and no change in treatment was noted by the physician.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
This follow-up report is being submitted to correct previously reported h6 medical device problem code and h6 health effect ¿ impact code. The medical device problem code device sensing problem (a0709) reported in the initial MDR was not applicable to the event and has been corrected to false alarm (a160105). The health effect ¿ impact code device explanation (f1903) reported in the initial MDR was not applicable to the event and has been corrected to no health consequences or impact (f26).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: false alarm: since no defects presented on returned product and data logs were not available for investigation, the cause of the false alarm could not be determined.

Manufacturer narrative:
B5 updated with additional information. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported that the signal issues did not resolve while the pump was still implanted in patient.